Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's report of a complete loss of image. However, evidence of fluid invasion and corrosion was found inside the endoscope connector, which most likely caused the user's experience. The device was examined and the bending section cover glue was found cracked and discolored due to chemical damage. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a complete loss of image was experienced during a diagnostic colonoscopy. The procedure was reportedly completed with a different, but similar device. The users stated that there was no pt injury, but add'l anesthesia was given to the pt. No further detailed info was provided.